Event description:
It was reported that on the ventricular side of the external pulse generator there was no output. It was also reported there is no a-v interval, plus the test jumps from rate right down to output. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the heart lead flex was out of specification, one diode of the ventricular side of the heart lead flex was shorted. It was also noted that the display was missing segments, one side bail cover, side bails, ring and two case screws were missing, the keyboard was scratched, the main printed circuit board (pcb) failed the battery removal amplitude test, the lower case, one side bail cover, ring cover and battery drawer were broken, the encoder flex was out of specification and the upper case was out of specification.